Event description:
Green under body blanket warmer placed under sheet and turned on. After procedure begun, rn noticed water on floor and discovered that the green underbody blanket had hole in it. Connections checked and machine then turned off. The patient was laying on wet sheets from hips down for the remainder of case. Patient's skin assessed after waking up and no harm done to patient. Attending and anesthesia were notified and in room when rn discovered. Temperature remained stable throughout case.